Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified deformation. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. " further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported breast pain on the left side. Staff have further confirmed that reported pain was caused by rupture of the device. The device has been explanted and replaced.

Event description:
Healthcare professional reported breast pain on the left side. Staff have further confirmed that reported pain was caused by rupture of the device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ rupture: not observed on the device. Additional observations: ¿ crease flat is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported breast pain on the left side. Staff have further confirmed that reported pain was caused by rupture of the device. The device has been explanted and replaced.